Event description:
The jetstream g2 catheter was used to treat a chronic total occlusion lesion that was moderately calcified from the distal sfa to the proximal popliteal artery. During the first pass in the minimum diameter mode, the pt complained of knee pain. The device was removed from the pt and an angiogram was taken revealing a perforation in the distal sfa. The area was treated with balloon angioplasty for 5 minutes followed by a viabahn stent. A supera self-expanding nitinol stent was placed proximally to the viabahn stent with a good angiographic result and good pt's outcome. Pt was pain free with good flow through sfa, popliteal and below the knee.

Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.